Event description:
On 4/5/96 catheter had only the introducer and side port in. Nurse attempted to draw blood. Around this time the pt became unresponsive and in respiratory distress and oxygen sat's decreased. He was intubated and transferred to critical care, CT showed bilateral air emboli to brain. Etiology not proven, but probability of line is considered. Pt expired 4/12/96, no autopsy.